Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer also reported exposing their insulin pump to water prior to the alarm occurring. Customer was unable to clear the button error alarm at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. Unit received with corroded electronic and motor assemble noted during visual inspection. Unit had minor scratched display window, cracked case at display window corner, battery tube threads, reservoir tube lip and stained endcap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.